Event description:
It was reported that at the time of the implant procedure the device lost telemetry when it was laid on a metal surgical table at handoff. They had to put a sleeve on the programmer head to complete the session. The device was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.